Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 391mg/dl (3:36 am), 262mg/dl (3:38 am). Tests were done within 2 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.